Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens twisted in cartridge when injector was passed to patient. There was patient contact. The procedure was completed with another lens. Additional information has been received and stated that, there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned loose in a clear plastic bag. The lock out assembly has been removed. The plunger has been advanced to the wound guard. Viscoelastic is dried in the device. The nozzle tip is crushed, most likely during transit as the device was loose in the bag. The intraocular lens (iol) was returned outside of the device, loose in bag. Solution is dried on both surfaces of the optic and haptics. Both haptics are intact. The optic has loose fibers and particulate and has scratches marks rejectable. The product investigation could not identify the root cause for the reported complaint twisted in cartridge as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).